Event description:
Additional information received indicated that insulation damage was noted on the rv lead, which was visually confirmed during the procedure.

Event description:
It was reported that the patient presented to the clinic. During device interrogation, the right ventricular (rv) lead was observed to exhibit noise oversensing, which resulted in pacing inhibition. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient reportedly remained stable throughout the procedure.